Manufacturer narrative:
Medwatch sent to FDA on: 01/28/2011. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."

Event description:
Company rep reported on behalf of the explant physician that a lap-band system was explanted, because the pt had a band slippage. Another physician had implanted the device. The slippage was confirmed during an upper gastrointestinal test that was conducted to see why the pt was experiencing heart burn for the past six months. The explanting physician also noted that during removal of fluid from the band, it was yellow in color.